Event description:
During use of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor display began flashing "10, 800". The user was giving the patient a 1100cc dose of cardioplegia. At approximately 800cc, the user noticed the display was flashing. The monitor was not changed out and the procedure was concluded. The user reported the surgical procedure was completed successfully. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.